Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional that reported there was a clinical event and painful stimulation, although there was changes to the stimulation parameters. The event occurred at follow-up. Event management included non-surgical treatment.